Manufacturer narrative:
The device, multifunction cable, and battery were returned to zoll medical (B)(4); the customer's report was observed during review of the device's history log. However, the device, multifunction cable, and battery were subjected to extensive testing without duplicating the malfunction. The multifunction cable and defib receptacle were replaced as a precaution. The device was recertified and returned to the customer. The associated electrode pads and CPR to pads adapter from the event were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.